Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant: addr01 implantable pulse generator 2009-(B)(6), 457445 implantable pacing lead 2009-(B)(6). (B)(4).

Event description:
It was reported that the patient complained of muscle stimulation. The right ventricular (rv) lead fractured, had high threshold, and had high impedance. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.